Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon which was that the endoscopic image disappeared. Omsc checked the appearance of the subject device and conducted a water leak test. Also, omsc checked the endoscopic image when operating the bending section of the subject device. However, there was no abnormality in the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, the endoscopic image disappeared. The user replaced the subject device to another unspecified device and completed the procedure. During an inspection of the subject device before the procedure, the user was aware that the endoscopic image was disturbed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.